Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Visual evaluation on the photograph displays two circled locations on the set where the reported leakage was identified. The second photograph displays an open extension, no conclusions were able to be made based on the photographs. No root cause could be determined at this time. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) samples without packaging were provided for evaluation. Photos were also provided. The first photo displayed two circled locations on the set where leakage was reported. The second photo displays an open extension no defects were observed, no conclusions were able to be made based on the photographs. The samples were visually evaluated and no defects were observed. Additionally, the sets were functionally tested with passing results. Based on the evaluation results, the reported defect of leakage was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the patient: "the failure I experienced a few days ago was between the light green female luer on the 17" extension set and the backcheck flow valve. They disconnected entirely while infusing (an extremely slow rate of 12.5ml/hr) which resulted in blood coming out the extension set." No injury reported. Possible lot numbers provided: lot number 0061757951: expiry date 12/31/2025; production date 01/07/2021. Lot number 0061735484: expiry date 04/30/2025; production date 05/22/2020. Lot number 0061749271: expiry date 08/31/2025; production date 09/11/2020.